Event description:
It was reported that the subject balloon would not deflate at the proximal petrous. The subject balloon was removed and the procedure was completed without clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Manufacturer narrative:
D4 expiration date - added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on - updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection of the subject device was was found to be kinked/bent and wrinkled/deformed. Additionally the balloon was found to be flattened/crushed. The inflation test was attempted, but failed. The reported balloon difficult/unable to deflate could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specification when returned, based on the damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was confirmed to be in good condition prior to use, the device was prepared for use as per the directions for use, continuous flush was maintained. It is unknown if the balloon was able to be inflated/deflated during preparation and the patients anatomy was described as being mild/moderate. The device was returned and the balloon catheter was noted to be kinked, damaged and flat/crushed and it was unable to be inflated due to the damage noted. It is probable that the device was damaged during the clinical procedure causing the failure to deflate the balloon during use. An assignable cause of procedural factors will be assigned to the reported 'balloon difficult/unable to deflate' during use and to the analysed 'balloon catheter kinked/bent, balloon catheter damaged, balloon catheter flat/crushed and balloon failed to inflate, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject balloon would not deflate at the proximal petrous. The subject balloon was removed and the procedure was completed without clinical consequences reported to the patient due to this event.